Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. A "ventilator operation stop" code was observed during the review of the device error log. The device main board was replaced to prevent future occurrences. The device passed all functional testing.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.